Event description:
It was reported that the sensing and amplitude of the right ventricular (rv) lead of this pacemaker system. Technical services (ts) examined device episode data and found false positive ventricular events due to far-field oversensing of the right atrial (ra) lead signal by the rv lead. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the sensing and amplitude of the right ventricular (rv) lead of this pacemaker system. Technical services (ts) examined device episode data and found false positive ventricular events due to far-field oversensing of the right atrial (ra) lead signal by the rv lead. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service. Later, this device was explanted and returned to boston scientific for further investigation. Details of the explant were not provided to boston scientific.